Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc2avr1] product ID [mc2avr1-delsys] (serial:(B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported post implant of the leadless implantable pulse generator (ipg) that the patient experienced cardiac perforation leading to pericardial effusion and cardiac tamponade. During implant, venous tortuosity was present, but after repeated deployments the device was successfully implanted. Approximately three hours after returning to the room, an injury was observed on the right ventricular free wall possibly during right ventricular insertion. Pericardiocentesis was performed to drain excess fluid. During emergency operation, thoracotomy was performed, a laceration was identified near the hinge in the vicinity of the implanted site, and the area was sutured to complete the procedure. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.